Event description:
Case description: this spontaneous report was initially received on (B)(6) 2014 from a nurse and concerned a (B)(6) year old male pt. The pt's past medical history and concomitant medications were not reported. The pt began treatment with caphosol (supersaturated calcium and phosphate solution) orally for an unspecified indication. On (B)(6) 2014 the pt died. The cause of death was not provided. It was not reported if an autopsy was performed. The reporter did not provide a causality assessment. The (B)(4) physician assessed the event as unlikely to be related to caphosol.